Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for initial implant of an implantable cardiac monitor. When the device was interrogated, the display showed false low battery status. The device was reprogrammed, and the battery longevity status displayed correctly. The patient was in stable condition following the procedure.

Event description:
Additional information received noted the device was reprogrammed to address the battery issue at a subsequent clinic visit on (B)(6) 2019.